Manufacturer narrative:
Section d10: concomitant products: cocr fem head 36mm -3.5 offset 12/14 (cat# 142-36-93 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3 years post initial tha, the 80 y/o male patient had a revision needed due to chronic infection. The patient was seen for pain and swelling last week with drainage. Patient had liner and head removed and arthrotomy and irrigation with debridement done. A new exactech liner and head implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was not unable to obtain photos/x-rays. The devices are not available for evaluation due infect hip implants.

Manufacturer narrative:
The reason for the reported surgical intervention due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. D10 concomitants: (B)(6) - 42-36-93 - cocr fem head 36mm -3.5 offset 12/14. (B)(6) - 160-10-14 - pf stem taper plasma h/a sz 14. (B)(6) - 180-01-52 - nv crown cup clstr hole 52mm group 2. (B)(6) - 180-65-15 - alteon 6.5mm screw, 15mm. (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component and investigation clinical codes.